Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that cartridge change errors occurred with multiple cartridges during the load sequence. Additionally, it was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill tubing process. The customer reverted to an alternate method of insulin therapy. Customer¿s blood glucose level was 199 mg/dl.

Manufacturer narrative:
The failure investigation has been completed and the alleged cartridge change error issue was verified; however, based on the analysis, the alleged load fill tubing issue could not be verified.